Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified artery. Pre-dilatation was performed with a non-bsc balloon catheter resulting to a 30% residual stenosis. Following pre-dilatation, a 2.25 x 16mm synergy xd drug-eluting stent was advanced but failed to cross the lesion. When the device was inspected, it was found out that the stent proximal edge was lifted. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
(B)(6).